Manufacturer narrative:
This report is filed on september 11, 2019.

Event description:
Per the clinic, the patient had persistent pain at implant site and was treated with topical steroids and antibiotics, no signs of infection were reported.